Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in 2016. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that an automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as due to the patient's hand washing technique (no further detail was provided). On an unreported date, the patient was hospitalized for the peritonitis and at the time of this report the patient remained hospitalized. Treatment was not reported. No further information was provided regarding the outcome of the peritonitis event or whether apd therapy was ongoing. No additional information is available.